Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager was failed. A field service engineer found that the housing was loose, and the hasp lock was bent downward, scraping against the latch opening. Logged into hardware test application (hta) and tested while adjusting the hasp and housing. Since the latch was replaced, replacement was not required at this time. Preventative maintenance was performed on the srm, including temperature calibration, tightening all screws, and functional testing. The unit was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed, unable to recover and required maintenance on ed1. Customer had to unlock and re-lock it with a key and able to temporarily recover the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.